Event description:
A patient weighing approximately 300 lbs. Allegedly became caught on the siderail during transfer. The siderail allegedly pinched his buttock. The patient swung his arms wildly and hit a nurse in the face, allegedly knocking her unconcious.